Manufacturer narrative:
One used list# lat-d1000, conector tego was returned for evaluation. No mating device was returned for evaluation. As received, a seal tearing was observed. The complaint can be confirmed. The probable cause of wrinkled silicone is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in a3a - sex, d10 concomitant products.

Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 1992. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a conector tego¿ that experienced damaged seal leading to no flow. It was reported that during the process of connecting to hemodialysis therapy, when connecting the syringe to remove the heparin seal, wrinkled silicone was observed on the bioconnector, and made it difficult to extract blood, so it was necessary to change the connector. The reporter stated that the sample is available for evaluation, although the sample is contaminated. The event occurred during a male patient use, initials cacl, age 33 years old, and there was no patient harm as a result of this event.